Manufacturer narrative:
A mz1000 product was not available for investigation; however the customer indicated the complaint sample was from lot 22025486. The feedback provided by the customer indicates bounce back issues are detected when attempting to administer medication using a luer slip syringe in connection with the maxzero. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22025486 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product in the past 12 months.

Event description:
It was reported that the bd maxzero¿ needleless connector experienced spontaneous disconnection. The following information was provided by the initial reporter: the infusion syringe does not attach to the combiner but bounces off. The unifier, as it were, repels the infusion syringe.